Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with test glucose meter and received the 152 mg/dl values. Unit was downloaded to carelink pro successfully. However, several spanish software anomaly alarms were found at the alarm history file. Alarms due to a corrupted history file. Unit received with minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer received excessive spanish software anomaly alarms. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.